Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x24mm promus element plus drug-eluting stent was advanced but failed to cross the ostial of the lesion after several attempts. However, after removal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.